Event description:
Name of procedure being performed: robotics surgery. Detailed description of event: when the customer withdraws the actuation rod and pull the cord loop the bead ends up in the introducer and they have manually remove it. This has happened several times. They have also experienced that the bag has reopened after closing it. The customer also mentions that the use more then one inzii and ask why there is an loop and not just a string (as other they have used). They thinks it´s easier and can be a lot of strings to handle during surgery. [Facility] (former (B)(4)) has used inzii for several years without any difficulties. Patient status: nothing happened to the patient. Type of intervention: manually removed bead.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotics surgery. Detailed description of event: when the customer withdraws the actuation rod and pull the cord loop the bead ends up in the introducer and they have manually remove it. This has happened several times. They have also experienced that the bag has reopened after closing it. The customer also mentions that the use more then one inzii and ask why there is an loop and not just a string (as other they have used). They thinks it's easier and can be a lot of strings to handle during surgery. [Facility] (former urologkliniken) has used inzii for several years without any difficulties. Patient status: nothing happend to the patient. Type of intervention: manually removed bead.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the bead going back inside the tube as scratches and scuffs were observed on the distal end of the tube. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level correction: updated device code "2983 - mechanical jam" provided in the initial report to "1536 - retraction problem".